Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced an unspecified injury and a product problem. Additionally, it was alleged that the mesh was removed on an unknown date. Furthermore, it was reported that the plaintiff died in (B)(6) 2013. No cause of death was reported.

Manufacturer narrative:
Additional information.

Event description:
Additional information reported indicated that the plaintiff experienced small bowel obstruction, adhesions, erosion and contracture. Significant conditions that contributed to death were atrial fibrillation and multiorgan failure. The cause of death reported was failure to thrive due to small bowel obstruction and vaginal mesh.